Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer had low leak co2 rebreathing risk alarm. The device was in use at the time of the reported event; however, there was no harm to the patient.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30/aug/2018. Date received by manufacturer: 04/jun/2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer and suspected an airflow sensor failure. It was recommended that the customer perform dynamic self test and a flow accuracy test. Multiple attempts were made to contact the customer to determine the repair status of the unit; however, no additional information was provided. The cause of the event could not be determined.